Event description:
The cool line catheter (lot # 184558) was used to provide ivtm treatment for a patient. At the end of the therapy, the air trap alarm went off and the thermogard console was paused. The user observed an almost empty 500ml saline bag and the air entered the air trap. There was no saline leak observed around the console or from the start-up kit (suk) (lot# 185371). The customer suspected the catheter leak. Since the patient did not need further treatment, the catheter was removed, and the customer visually confirmed a balloon leak. The customer checked the console after the alarm and confirmed the console is functional. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the cool line catheter (lot # 184558) leak was confirmed. The leak was observed at the proximal end of the distal balloon during the functional leak test. The root cause for the reported complaint resulted from a circumferential tear, which was possibly caused by a latent material defect. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons and in/out luered tubings; this typically is indicative of a leak in the catheter. During functional testing, all infusion ports and extension tubes were flushed without resistance. During in/out lumen flushing test, a leak was noted 2cm away from the proximal end of the distal balloon. When checked under the microscope, a circumferential tear in the balloon was observed, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the cool line catheter with lot number 184558.